Manufacturer narrative:
As of the date of this report, the mega suture cut needle driver instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted ileocolic resection surgical procedure that the mega suture cut needle driver instrument ejected itself. There were no errors found in the system logs. The customer was advised to check the instrument using a training drape to ensure it locked into place correctly. The procedure was completed with a backup instrument, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that there is no additional information available.